Event description:
A malfunction code malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by the technical support team in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared, and they acknowledged this guidance.